Manufacturer narrative:
Date of implantation: 2017. Investigation: visual inspection: n/a. Permeability test: n/a. Adjustment test: n/a. Braking force and brake function test: n/a. Computer controlled test: n/a. Results: the shunt system was sent to us dry with dried-on bloody residues. An examination of dry send valves is not meaningful, because the product properties can be influenced by dry residues of cerebrospinal fluid or blood and therefore cannot be evaluated otherwise. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions are required from our point of view.

Event description:
It was reported the valve was under-draining. The reporter indicated that a 2 year post operative valve was under-draining. Patient information was not provided.